Event description:
While working on a cell-dyn ruby analyzer, an individual made contact with a sample probe. The contact cut through the glove the individual was wearing and caused a small cut on the right index finger. The individual had their blood drawn and was provided the following regimen of anti-retroviral therapy (tenofovir 300mg, dolutegravir 50mg + lamivudine 300mg) to take daily initially for 3 days. There was no further user impact reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The instrument service history for the cell dyn ruby analyzer, serial # (B)(6) verifies no subsequent issues have been reported related to an injury from a part, after the current issue was identified. A review of tracking and trending of the open mode probe did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A product labeling review of the cell-dyn ruby system operator¿s manual addresses safety hazards including warning, potential biohazard and physical hazards safe practices should be observed to avoid physical injury in the following situations: labeling cautions user vent needle tips are sharp; avoid contact with needle tips. Avoid contact with the tips of probes. The investigation determined the incident was due to a use error in that the field service representative(fsr) did not follow all required precautions as indicated in labelling, when servicing the instrument. The injury to the fsr¿s hand was not caused by any system malfunction and no systemic issue or deficiency of either the open mode probe or the cell dyn ruby analyzer were identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No systemic issue or deficiency of either the open mode probe or the cell dyn ruby analyzer were identified.

Event description:
While working on a cell-dyn ruby analyzer, an individual made contact with a sample probe. The contact cut through the glove the individual was wearing and caused a small cut on the right index finger. The individual had their blood drawn and was provided the following regimen of anti-retroviral therapy (tenofovir 300mg, dolutegravir 50mg + lamivudine 300mg) to take daily initially for 3 days. There was no further user impact reported.